Manufacturer narrative:
Na

Event description:
It was reported that the ventilator powered itself down with an audible alarm while connected to a pt. The ventilator powered back on and continued to function normally. No pt harm reported.